Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and had constant motor error alarm during rewind as a result of a motor encoder out of phase. Unable to confirm the error alarm due to the motor alarms.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an MRI while wearing the insulin pump and after the procedure the insulin pump started to alarm. Advised the caller that the insulin pump would be replaced. No further information was provided.